Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a picture of the impacted set were provided. Visual inspection observed the cone of the male luer lock of the return line seemed to be cracked at its base. The reported condition was verified. The cause was design related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a cracked return luer connector of one (1) unit of prismaflex m100 during patient treatment. There was patient involvement ,but no patient impact and no medical intervention. No additional information is available.